Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for the pt. A pt sample was tested for accu tni and a result of 0.78ng/ml was obtained. The result was reported out of the lab and the pt received treatment. The physician then questioned the result. The original sample was re-tested and repeated accu tni result was 0.02ng/ml. A corrected report was sent. Customer reported that a heart catheterization procedure was performed on this pt.

Manufacturer narrative:
The sample was collected in a plastic bd stat-vac serum tube with gel separator, and it was centrifuged at 3,400 rpm for 10 minutes. Per customer, the specimen was collected by ER staff and the tube was a "short draw", but was normal in appearance. Customer stated that qc was in range prior to the event, and they did not report any event log messages associated with this event. A field service engineer (fse) was dispatched: the fse replaced incubator belt and clips, after rv shuttle stay beam broke during verification testing. The fse performed belt calibration, alignments and ran a diagnostic testing and all results passed. The instrument was verified as performing to specifications. Customer ran qc and a 10 point precision run and all passed. The fse went back to the customer's lab a few days later to check on the instrument and found it performing to specifications. Bci contacted the customer on 01/22/09, and they indicated that the erroneous result was flagged as "critical", and tech called ER without rerunning the sample. The lab has no reflex protocol, and bci suggested reprocessing samples with questionable results. Customer feels that pre-analytical sample handling is a likely contributor to this event. Pre-analytical literature will be sent to customer. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.